Manufacturer narrative:
Initial reporter facility name: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leaking. It was reported that the valve of the vizigo¿ sheath was leaking. The procedure was successfully completed and was not delayed due to the reported event. No fragments were generated. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4) on 20-apr-2022, clarification was made to the device evaluation. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system.

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that hemostatic valve was found dislodged and lost during the manipulation of the vizigo¿ sheath. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. The awareness date is (B)(6)-2022. The device evaluation was completed on (B)(6)-2022. It was reported that a patient underwent an afib ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leaking. It was reported that the valve of the vizigo¿ sheath was leaking. The procedure was successfully completed and was not delayed due to the reported event. No fragments were generated. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged and lost during the manipulation of the vizigo sheath. The brim cap and silicone ring were found in its place. Microscopic examination of the hemostatic valve surface was not possible due to its absence. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001802 number, and no internal actions related to the complaint were found during the review. Based on the information currently available, a visual examination of the returned product indicates that the hemostatic valve was found dislodged and lost. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)